Event description:
String crumbled with small amount of wadding attached to it, string fraying- in vagina. [Foreign body in reproductive tract]. String crumbled, fraying [device breakage]. Stomachache [abdominal pain upper]. Case description: consumer reported via social media that tampon string crumbled and a small amount of wadding was attached to it. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.